Event description:
It was reported that a balloon rupture had occurred. The target lesion was moderately calcified. A 10mmx3.00mm wolverine cutting balloon was advanced for dilatation. Following the first dilatation at six atmospheres for 40 seconds, the balloon catheter was placed back in the guiding catheter, and then inserted into the same area to perform dilatation again under angiography. When the second dilatation was performed, the balloon ruptured. The procedure was completed with a different device. No serious injury or advent patient effects were reported. The wolverine device was received and analyzed. A section of one of the blades and pads was noted to be completely detached from the balloon material. A visual and microscopic examination was performed on the blades of the returned device. It was noted that a section of one of the blades and pads approximately 1.5mm in length was completely detached from the mid-section of the balloon material. This detached section of blade and pad was not returned for analysis. The remainder of the blade and pad was undamaged and fully bonded to the balloon material. The glue bonds were intact at each end of the blade. All other blades were intact and undamaged. A visual and tactile examination identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination was performed on the returned balloon material. The balloon material was returned unfolded and solidified inflation medium was noted within the balloon material which indicates the balloon had been subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak at the distal edge of the distal markerband. A visual and microscopic examination identified no damage or any issues with the tip or marker bands of the device.